Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialed into via secure link and accessed the pyxis es application server. Tss launched sql server management studio and ran the downtime query, confirming that the carefusion coordination engine xml sent time, last processed xml time, and heartbeat time were all current, with no pending messages and cce showing a connected status. Tss contacted the site and spoke with pharmacist, who confirmed that orders were crossing successfully. The customer acknowledged the issue was resolved and provided permission to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a server-related issue resulted in all medication orders not crossing over to the stations. Users were unable to view or pull medications, and the issue had been ongoing for approximately 30 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.